Manufacturer narrative:
Unit has been taken out of service. Part has been ordered and will be replaced upon receipt.

Event description:
It was reported by service report that the foot of the stretcher was drifting. No pt involvement or adverse consequences are reported.